Event description:
The customer reported that the t:slim x2 pump battery would not charge, with the pump screen going blank unexpectedly and the led not blinking. As a result of the issue, the customer's blood glucose level reached 500 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require additional third-party assistance. Technical support instructed the customer in troubleshooting steps, but the pump remained unresponsive. Reportedly, customer reverted to manual injections for insulin therapy.